Event description:
Event description guidant received information that a patient's spouse called guidant's technical services department to report the patient's death last year due to leukemia and heart failure. After determining that the patient's implantable cardioverter defibrillator (ICD) was on the recall list, remembered that she never saw the device deliver a shock at the time of death. It was also reported that the paramedics did external compressions but did not deliver a shock to the patient.